Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a relay nbs plus custom device. The relay nbs plus custom device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012. (B)(4)

Event description:
"Pre-op CT was made on (B)(6) 2016. Sent through (B)(4) and imported in (B)(4) on 06th july 2016. (B)(6) also made pcp in (B)(4) and this was compared to pcp of (B)(6). Precase planning was finished and sent to (B)(6) on 08th july 2016. Patient treated on (B)(6) 2016 for "exclusion of lower thoracic aneurysm". ·lower thoracic aneurysm was successfully excluded. ·due to incorrect positioning of the distal scallop, the celiac trunk was occluded. ·five months after sending pcp. ·seven months after initial CT. Post-op CT was made on (B)(6) 2016. (B)(6) grew/extended slightly downward (in comparison to 7 months ago), therefore compromising p4. Prox. Stentgraft was positioned 2-3mm higher than planned, thus compromising p4 even more. Distal spring of prox. Stentgraft lacks good wall apposition due to 1. & 2. Cm stentgraft is positioned correctly initially, but (due to post dilation??) Is pulled slightly upward and rotated to the right side (away from the celiac trunk) of the patient because of 3. Prox. Part (+/- 36mm) of cm stentgraft shows some infolding on dorsal side; causing an initial type 3 endoleak. Reason for infolding unknown." Patient outcome: "patient treated on (B)(6) 2016 for "exclusion of lower thoracic aneurysm. ·lower thoracic aneurysm was successfully excluded. ·due to incorrect positioning of the distal scallop, the celiac trunk was occluded."